Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly, however moisture damage was noted on keypad traces. No button error alarms noted and no ramping numbers noted on keypad traces. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that customer's insulin pump had a button error. The buttons are unresponsive and the numbers are scrolling during bolus delivery programming. Customer's blood glucose was 29.3 mmol/l, but customer has treated already. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.